Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate low results compared to another meter(ot ultra 2). The customer claimed the subject meter gave a reading of "38mg/dl" and the ot ultra 2 gave a higher results. This complaint is being reported because it is unknown if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.